Event description:
User experienced a leak from the analyzer sometime over the past few days. Exact date of occurrence was not known. No one was injured by the leak. No patient samples were involved. The field service representative determined there was a problem with the sipper pinch tube, and had the customer replace the tubing. Performance test were performed.